Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the device found that the distal and proximal marker bands were confirmed to be intact. Functional testing did not reveal any anomalies of the radiopaque markers. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the marker of the microcatheter appeared fractured under fluoroscopy the physician removed the marker with the microcatheter. There were no adverse consequences to the patient.

Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported that the marker of the microcatheter appeared fractured under fluoroscopy the physician removed the marker with the microcatheter. There were no adverse consequences to the patient.